Event description:
It was reported by svc report that the cot was difficult to move and the caster horn was bent downward onto the wheel. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.